Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. A coronary angiogram (cag) was performed after a cavotricuspid isthmus (cti) ablation, and a coronary artery spasm was confirmed. The patient was given nitroglycerin, and cag was performed again. A spasm release was confirmed. The procedure was completed successfully with the same device. The device was disposed of and therefore will not be returned for analysis.